Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device was powering itself off and back on unexpectedly while they were using it on a patient, there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information on the patient; however, the customer informed physio-control that no additional patient information is available.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery contact assembly and battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed battery contact assembly was further evaluated by physio-control and found to be worn. A worn battery contact assembly could be the cause of the reported issue; however a conclusive cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was powering itself off and back on unexpectedly while they were using it on a patient, there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information on the patient; however, the customer informed physio-control that no additional patient information is available.